Manufacturer narrative:
As of the date of this report, the cannula seal has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the cannula seal broke and the location of the broken fragment is unknown. While there was no report of any patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the cannula seal broke into the patient. The procedure was completed as planned with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic coordinator (roco) stated that at the close of the procedure it was noted that a fragment from the 8 mm cannula seal was missing and the location of the fragment is unknown. The roco confirmed there was no injury noted to the patient during the procedure.